Event description:
Customer reports to have received a recall letter regarding the scroll wrap feature. Customer states her insulin pump is fine but requested insulin pump to be replaced. Customer did not have insulin pump information as she was in the hospital due to gastroparesis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.